Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, during initial training before connecting the ilet system, the trainer observed that the user¿s insulin cartridge septum appeared swollen. A return was initiated and a replacement cartridge sent. The ilet was not in use at the time of detection, and blood glucose was not affected. No medical assistance or intervention was required. No long-term health effects were reported.